Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of constipation, dehydration, and infection (uti) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator was admitted to the hospital due to dehydration, a urinary tract infection, constipation and low potassium. The patient was put on antibiotics for their urinary tract infection. The patient underwent imaging and the findings were normal. The patient was later released from the hospital and put on a week of oral antibiotics. The physicians were unsure of the root cause for all of the patient's issues, but it was noted that the patient drank very little water due to a surgery in (B)(6) 2023, which contributed to their dehydration. The patient also noted losing 88 pounds since their lap band surgery. The patient was advised to drink more fluids and follow up in one week. There were no known device issues and no further patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was admitted to the hospital due to dehydration, a urinary tract infection, constipation and low potassium. The patient was put on antibiotics for their urinary tract infection. The patient underwent imaging and the findings were normal. The patient was later released from the hospital and put on a week of oral antibiotics. The physicians were unsure of the root cause for all of the patient's issues, but it was noted that the patient drank very little water due to a surgery in 2023, which contributed to their dehydration. The patient also noted losing 88 pounds since their lap band surgery. The patient was advised to drink more fluids and follow up in one week. There were no known device issues and no further patient complications.